Event description:
The customer reports experiencing difficulty attaching the hub of the i.v. Catheter to a needleless connectors. No adverse medical sequela was reported.

Manufacturer narrative:
Evaluation summary: one used sample was returned for evaluation. Functional testing was performed per iso 594-2. The sample failed luer lock engagement testing. The investigation concluded that the inability to get a secure fit between the catheter hub and the luer connector of the external device was due to oversized molded luer ear dimensions. This molding issue was found to be limited to one cavity of a multi-cavity mold tool. Corrective actions have since been implemented which have mitigated the issue.